Manufacturer narrative:
On 30 june 2016 it was prepared a final report with the information already submitted in the initial report. On 04 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 27 april 2016. Lot 154469: (B)(4) items manufactured and released on 16 november 2015. Expiration date: 2020-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About a week after the primary surgery, the patient felt a pain. The surgeon took a x-ray and found patient's femoral bone was cracked. A revision surgery was planned. Explants and x-rays not available.